Event description:
A medtronic representative reported an issue with synergy spine 1.7 while using a phillips c-arm and selecting the generic analog c-arm in the software. He did an exposure while moving the c-arm and manually transferred it to the stealth. He did not receive the expected message that there was movement detected. The software continued to navigate, however, accuracy was off by 10cm due to the movement. This occurred in a test environment, there was no patient present.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. No parts or files have been received by the manufacturer for evaluation.

Manufacturer narrative:
This issue was documented in a medtronic software anomaly tracking database for further investigation.